Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not available for return to the manufacturer. Therefore, the root cause could not be established. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during a type ii endoleak repair, an embolization coil implant was advanced to the l4 lumbar artery, but did not coil correctly. It was decided that the coil was not the correct size for the target, and it was withdrawn. Upon attempted withdrawal, it was noticed that the implant coil had become detached from the delivery pusher. The implant was pushed into position with the delivery pusher. There was no reported patient injury or intervention.